Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that an air bubble was visible in the insulin pump's reservoir. Customer reported that the air bubble was approximately the size of a lady bug. During troubleshooting, customer was able to remove the air bubble. Blood glucose level was 260 mg/dl at the time of the call. No further information was provided.